Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced erosion through bodily tissues and required multiple surgeries. No other info is available.